Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery does not charge, despite the use of multiple usb cables and wall adapters. Customer¿s blood glucose level was 81-213 mg/dl. Reportedly, customer continued to use the pump for insulin therapy. Customer did not have alternate insulin therapy available. Recommendation was made to consult with a healthcare provider to discuss diabetes management.